Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code for the denali filter products is identified. The lot number was provided for the malfunction, therefore, a lot history review was performed. The sample was not returned for evaluation, however, three photos were provided for review. The investigation is inconclusive for the reported failure to expand issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950j vena cava filter allegedly experienced activation failure. This information was received from a single source. This malfunction involved one patient with no patient consequences. The patient's age, weight, and gender were not provided.